Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl and high blood glucose levels of over 600 mg/dl. The customer was treated lows with cracker and juice and high with bolus. The customer had reported no symptoms. Customer¿s blood glucose level was 309 mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 120 mg/dl. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017. The blood glucose value when admitted to hospital was 600+. Mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was unknown. The drive support cap appears normal (slightly indented). Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site/insulin issues. Customer declined to perform the high pressure test. Customer was explained about the 2 high blood glucose rule. The product was not returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6).